Manufacturer narrative:
The device was interrogated with a programmer which indicated eri was reached. A longevity calculation revealed the device performed in accordance with specifications. The results of the investigation concluded the device performed in accordance with its intended purpose, no premature battery depletion was noted.

Manufacturer narrative:
(B)(4)

Event description:
The patient received an alert as the device reached eri due to suspected premature battery depletion. The device was explanted and replaced. The patient received no consequences.